Event description:
It was reported that failure to capture and failure to sense were observed on the right ventricular (rv) and right atrial (ra) leads. Upon investigation, the leads were dislodged due to twiddler's syndrome. The leads were explanted and replaced to resolve the event, and the patient was in stable condition.